Event description:
During biomed testing and routine preventative maintenance of the device, a "defib fault 72" message was observed during the self-test. The complainant indicated that there was no pt involvement in the reported malfunction.